Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in patients with acute and chronic dissections.

Event description:
On (B)(6) 2012, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a dissection of the descending thoracic aorta. On an unknown date, computed tomography (CT) scan revealed the septum between the true lumen and false lumen had released, causing the false lumen to collapse and the true lumen to expand in diameter. The expansion of the true lumen resulted in a proximal type I endoleak, contributing to aneurysmal growth of approximately 1 cm. The physician planned a re-intervention procedure to extend the stent-graft proximally for the following week.